Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Recipient is bilaterally implanted. Starting in (B)(6) 2018 testing has shown affected channels for the left side device. No trauma or accident was reported. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
Recipient is bilaterally implanted. Starting in october 2018 testing has shown affected channels for the left side device. No trauma or accident was reported. On (B)(6), 2019 recipient was advised to stop using the audio processor and when recipient was seen for integrity test on (B)(6) 2019 parents reported that recipient had been vocalizing more, had been more relaxed around loud sounds and had seemed more confident with listening and speaking since the left processor has been kept off only using the right side device. It seemed that recipient was hearing better with the left processor off. Recipient has a significant language delay and was not a great reporter in the sound booth. According to the audiologist recipient was making more intelligible vocalization during this appointment than ever in the past. The clinics plan is re-implantation; however, no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Starting in october 2018 testing has shown affected channels for the left side device. No trauma or accident was reported. On (B)(6) 2019 recipient was advised to stop using the audio processor and when recipient was seen for integrity test on (B)(6) 2019 parent reported that recipient has been vocalizing more, has been more relaxed around loud sounds and has seemed more confident with listening and speaking since the left processor has been kept off only using the right side device. Recipient has a significant language delay and was not a great reported in the sound booth. According to the audiologist recipient was making more intelligible vocalization during this appointment than ever in the past. Recipient will be seen by his surgeon and further steps will be discussed.